Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father was reported via phone call that, the insulin pump alarmed failed battery test. The patient¿s blood glucose level was unknown at the time of the incident. Issue was not resolved by troubleshooting. The customer also reported that, the insulin pump had low battery alarm also. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents measurement, self test, unexpected restart error test and displacement test. No unexpected failed battery test alarm, low battery alarm anomaly or blank display anomaly noted, however pump had corroded battery tube.